Event description:
During a left ventriculogram (lvg) procedure performed in the cath lab, contrast agent leaked out from the rotator on the high pressure tubing (hpt) set. Contrast agent leaked/sprayed from the rotator. However, the sprayed contract agent did not contact the patient or users. No injury or harm resulted from this event.